Event description:
It was reported that the suture of the sutrefix ultra would not deply during a bankart repair operation. An additional bone hole was created as a result. Nothing was left unsupported in the patient, and a backup device was used to complete the procedure. A delay of 15 minutes was reported. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device confirmed there is no damage to the inserter. Removal of the nose tube confirmed the fork to be intact. The reported complaint of the suture/anchor not deploying properly cannot be confirmed. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
Correction to results of investigation -- after the evaluation, no root cause can be confirmed with confidence.